Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after experiencing a syncopal episode. The patient experienced heart failure symptoms. Drop in thoracic impedance measurements were also seen. Upon interrogation the device exhibited premature battery depletion. No changes to the pacing support were noted. No high voltage therapies were delivered. Device replacement was discussed. The patient was stable and will continue to be monitored.